Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: 4196 implantable pacing lead: implanted: (B)(6) 2010. 4076 implantable pacing lead: implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device failed to continue to withhold treatment for atrial fibrillation (af) and sinus tachycardia and the patient received an inappropriate shock. The device remains in use. No further patient complications have been reported as a result of this event.